Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event. Laser was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer was on july ninth two thousand twenty three performed and signed service installation record (sir). System meets specification as per sir. The review of logfile for the period first jan two thousand twenty three to eighth jun two thousand twenty three did not confirm the reported issue. No suction or vacuum warning-message could be detected during logfile review. During onsite visit the field service engineer (fse) performed system verification as per sir (service installation record). The issue was on a single patient and was resolved with clinical application specialist support during surgery. Root cause could not be determined conclusively, as no problem or malfunction could be detected. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A non-healthcare professional reported that the unit would not keep suction in an unknown eye of a patient, during lasik surgery.